Event description:
A surgeon reported an unexpected refractive outcome following intraocular lens (iol) implant surgery. Add'l info was received from the surgeon, who reported the pt has residual astigmatism which has not resolved. He stated he does not plan an add'l surgical procedure as the pt's symptoms may be from the anisometropia between both eyes. He stated the pt is currently seeing 20/20 uncorrected.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B)(4).